Event description:
Report received indicated that during a percutaneous transluminal angioplasty physician thought that balloon did not deflate to its full capacity. The target lesion was the ostial right renal artery. Vessel characteristics are not known. The product was prepped accordingly to instructions for use. Balloon catheter was inserted and reached the lesion without any complications. A solution of 50% heparinized normal saline and 50% contrast was used to inflate the balloon. The balloon inflated at about 10-12 atm for a little less than 10 secs. When the balloon deflated it was reported that it seem to be totally deflated under fluoro. The film on fluoro appeared normal after balloon deflation and there was no evidence that the balloon may have been caught or not fully deflated however physician thought that balloon did not deflate to its full capacity. Procedure was successful and there was no pt injury.